Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt complained of a shocking and painful sensation whilst wearing the device. The pt was instructed to discontinue the use of the audio processor. Once pt's map are rec'd from the clinic, a replacement audio processor is to be sent to the pt.

Manufacturer narrative:
Additional information: according to the received information the patient was experiencing shocking sensations. In situ measurements are pointing to a functional device. Assumptions regarding an external device problem have been made, however neither further information nor the device have been received for investigation. Despite several inquiries no further information has been received. No additional reports of shocking sensations have been reported since the initial incident. The patient is still implanted. If further relevant information is received, the complaint will be re-opened. For now, the root cause for the experienced symptoms remains unknown.

Event description:
It was reported that the patient complained of a shocking and painful sensation whilst wearing the device, which occurred twice. The patient was instructed to discontinue the use of the audio processor. No further information has been received from the field and no appointments with the patient scheduled.